Manufacturer narrative:
The technician tried to reproduce the failure several time without success. Investigation indicated the detachment was a user-induced failure resulting in the lift motor falling down from the rail. According to 7en120115 rev.7, hill-rom states that using a lifting accessory other than those approved can entail a risk. Carriage s65 w single hook (3136011) is not a recommended lifting accessory in combination with likorall overhead motors. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No additional investigation or corrective action is necessary at this time. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating they pulled the sling bar normally to bring the likorall motor towards its charging area. Once it had almost reached the end of the rail, the motor detached from the s65-carriage causing it to fall on a table. The lift was located at cs-centre de gerontologie at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).